Event description:
It was reported that the patient with this pacemaker rate on telemetry was on the thirties. Technical services (ts) was consulted, noted no stored events with noise or oversensing and no daily measurements would cause rate drop. Ts received a strip and discussed it appears to be low amplitude premature ventricular contractions (pvc) that were not picked up by telemetry monitor. The field representative mentioned that due to right ventricular (rv) sensitivity it could have been oversensing. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, the telemetry monitor lead was replaced and no actions taken with this pacemaker. There is no evidence of malfunction of the pacemaker, and it remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker rate on telemetry was on the thirties. Technical services (ts) was consulted, noted no stored events with noise or oversensing and no daily measurements would cause rate drop. Ts received a strip and discussed it appears to be low amplitude premature ventricular contractions (pvc) that were not picked up by telemetry monitor. The field representative mentioned that due to right ventricular (rv) sensitivity it could have been oversensing. This pacemaker remains in service. No adverse patient effects were reported.